Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for movement disorders. It was reported that there was erosion of the skin at the ins location. Surgery was done to close the pocket and the patient was put on antibiotics. The issue was resolved at the time of the report. There were no further complications reported.